Manufacturer narrative:
Concomitant medical products: product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type: lead. Product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012-, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's head suddenly felt funny when she was navigating with her patient programmer. The patient confirmed that the implantable neurostimulator (ins) was on and ok. No other information was reported. (B)(4): additional information was received from a patient. It was confirmed that the patient's implantable neurostimulator (ins) was implanted on (B)(6) and the patient had made some adjustments to their settings due to her having periods of dyskinesia. It was also stated that the circumstances that led to the previously reported "head suddenly feeling funny" included the patient accidently navigating to the incorrect screen while adjusting her settings; the patient accidently turned stimulation off and then back on. It was noted that the patient accidently caused the deep brain stimulation (dbs) system to go back to its default settings and sometimes experiences the sensation of her body rising / moving when sitting perfectly still. A CT scan was also performed as the patient was hit in the head near/at the lead location, but it was confirmed that everything was stable. The patient has not used the new ins since the issue began occurring as she was waiting to see her health care provider (hcp) on (B)(6) 2016.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's head suddenly felt funny when she was navigating with her patient programmer. The patient confirmed that the implantable neurostimulator (ins) was on and ok. No other information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.